Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of a constant alarm. The root cause was determined to be a broken syringe selector switch. No repairs were performed as the customer refused the service estimate for this device. A follow up report will be submitted if additional information becomes available.

Event description:
The facility representative reported an infuso.r. Device which alarmed during biomedical testing, interrupting delivery. No patient injury or medical intervention was reported. No additional information is available.